Event description:
Protack device was used for securing hernia mesh in place when device misfired. Metal was not releasing from the device. The device was removed from the field and replaced with a new device, which functioned without difficulty. No patient harm.